Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a chronic type b dissection. Vessel morphology from the time of implant was not reported. The patient had a type ii endoleak in the subclavian that was embolized post index procedure. Currently it was reported that the thoracic aorta walls are very thin and frail. The patient has a connective tissue disorder that causes their aorta to be friable. A recent CT revealed a perforation of the aorta wall at the level of the apex of one of the proximal metal stent struts and a type a dissection. The physician elected to perform an open repair with a reverse frozen elephant trunk attaching the elephant trunk to the existing stent graft. The aortic perforation was successfully covered. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).